Manufacturer narrative:
A supplemental report capturing the investigation analysis results will be filed once completed.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion and safety switch to unipolar due to noise on the right atrial (ra) channel and out-of-range (oor) pacing lead impedance. Technical services reviewed the data and noted that the impedance value was oor measuring less than 200 ohms. Additionally, ts noted that this device had recorded several instances of noise on the ra channel. The power consumption was high and irregular. This was consistent with a malfunction in the one of the integrated circuits. Ts added that this particular malfunction had the potential to result in corrosion of the lead on the affected pacing channel. Ts advised testing the lead on the pacing system analyzer (psa) at the generator change and to replace the lead if any issues discovered. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
A supplemental report capturing the investigation analysis results will be filed once completed.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion and safety switch to unipolar due to noise on the right atrial (ra) channel and out-of-range (oor) pacing lead impedance. Technical services reviewed the data and noted that the impedance value was oor measuring less than 200 ohms. Additionally, ts noted that this device had recorded several instances of noise on the ra channel. The power consumption was high and irregular. This was consistent with a malfunction in the one of the integrated circuits. Ts added that this particular malfunction had the potential to result in corrosion of the lead on the affected pacing channel. Ts advised testing the lead on the pacing system analyzer (psa) at the generator change and to replace the lead if any issues discovered. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this device was surgically abandoned. A new device was successfully implanted. No additional adverse patient effects were reported.